Manufacturer narrative:
This complaint included known side effects.

Event description:
The following side effects were reported following treatment: dizziness, impaired balance, numbness in the right side of mouth and tongue, and altered speech.

Manufacturer narrative:
This complaint includes known side effects for essential tremor treatment. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.

Event description:
The following side effects were reported following essential tremor treatment: balance impaired, paresthesia right side of mouth/tongue, dysphasia.